Event description:
Customer reported the table is not working, position 3 is not saved, and the hand and foot controls are not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the table leg extensions and reloaded the diagnostic files. System operates as intended. This MDR is related to ge healthcare complaint number.